Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test from the insulin pump. The customer's blood glucose reading was 170 mg/dl. The customer stated that it was the second occurrence since (B)(6). The customer tried with brand new batteries 4 times. After waiting for the insert battery alarm, the battery icon is always in red and the pump still alarmed low battery.

Manufacturer narrative:
After battery installation, the pump alarmed pump error 68, 49, and 23, followed by intermittent failed battery due to a corroded battery tube assembly. Traces of moisture were found as well. The pump was received with cracked battery tube threads, and a missing display window cover. The pump had minor scratches on the lcd window, case and keypad overlay.